Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, observed 40 mm dark patch edge material inside gel device, and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identify a sharp broken edge with non-penetrating nicks assessed as surgical impact. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge with non-penetrating nicks due to surgical impact and non-penetrating nicks.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.